Manufacturer narrative:
(B)(4). As returned, the pin on the impactor has fractured at its base. This failure has been characterized before (including mdrs) as a material issue. Consequently, the material of this part has been changed from 455sst to 13-8-sst, which is less notch-sensitive, to remedy the problem. The device has a potential field age of approx 17 months.

Event description:
It is reported that the impactor broke upon completion of impacting poly liner.